Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event was likely caused by user mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, the semi-flexible rigid grasping forceps jaws are broken, has a ¿broken working end¿. No procedure was involved as the reported problem occurred during manual cleaning, due to improper handling. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
No device will be returned for investigation. However, an image of the device provided by the customer shows one of the jaw at the distal end of the device is broken off. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use.